Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time this is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is capsular contracture baker grade iii. Visual analysis of the returned device identified weight to the spec, deformation, wear abrasion, and a crease fold. Cloudy and bubbles were observed after the autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Health professional reported left side capsular contracture, baker grade iii. Device has been explanted.